Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to t-wave oversensing of low amplitude measurements. Smart pass had been disabled. It was noted that this patient had been weight training and gained muscle. A boston scientific technical services consultant discussed programming options for this patient. The physician was going to change the sensing vector to secondary or alternate. No adverse patient effects were reported.